Event description:
The pt underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2013. After deployment of the aortic body graft, the physician had difficulty cannulating the contralateral leg and the contralateral iliac limb graft was inadvertently deployed into the ipsilateral leg of the aortic body graft. The ipsilateral iliac limb graft was then deployed, also into the ipsilateral leg of the aortic body graft. With both iliac limb grafts in the ipsilateral leg of the aortic body, the pt was treated with balloon-expandable stents in both ipsilateral iliac limb grafts and the contralateral aortic body leg was occluded with coils. The aneurysm was successfully excluded, with final pressure measurements on both sides equal. There were no further pt sequelae.